Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to remove the liquid from the balloon of the foley catheter. Two units of foley catheter was delivered during surgery and the incident occurred on (B)(6) 2021. Similar incidents had been reported continuously. Per follow-up information received from ibc on 12jan2022, stated that there was no injury reported to the patient and the quantity affected was one. Per follow-up information received from ibc on 18jan2022, stated that the device was used on the patient but it was removed after it did not worked properly and a new product was used.

Event description:
It was reported that it was difficult to remove the liquid from the balloon of the foley catheter. Two units of foley catheter was delivered during surgery and the incident occurred on (B)(6) 2021. Similar incidents had been reported continuously. Per follow-up information received from ibc on (B)(6) 2022, stated that there was no injury reported to the patient and the quantity affected was one. Per follow-up information received from ibc on (B)(6) 2022, stated that the device was used on the patient but it was removed after it did not worked properly and a new product was used.

Manufacturer narrative:
The reported event was inconclusive because poor sample condition. The reported failure was able to reproduced. The product had cause the reported failure. The failure was cause by the misuse of product. The root cause of this failure mode is could be over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Sterile: unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not desterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.